Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. Data was received but investigation window does not reflect the alleged device and/or the alleged issue. Confirmation of the allegation was undetermined. The root cause could not be determined. No injury or medical intervention was reported.